Manufacturer narrative:
The referenced stroke was reported under medwatch report #2916596-2017-02995. (B)(4). Approximate age of device- 89 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding (gi) bleeding. The patient was transfused with 1 unit of packed red blood cells (prbc) and suspended the use of the research drug they were on. Patient is currently inpatient rehabilitation until they are deemed medically stable to be discharged. Inr goal increased to 2.5 to 3.0 and the patient was placed on 81 mg of aspirin daily. The patient¿s hemoglobin (hgb) is stable in the 10-11 range. Additional information received reported that the patient had an acute middle cerebral artery (mca) stroke and status post thrombectomy. A follow up CT was performed and results were negative. The patient¿s lactate dehydrogenase (ldh), hgb and inr is trending. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.